Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that her onetouch verio2 meter was displaying an error 4 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started at 8am on (B)(6) 2019, when the subject meter displayed and error 4 message which prevented her from being able to obtain a blood glucose reading. The patient manages her diabetes with ¿januvia ¿ 100 mg once a day, around 8-9am¿. The patient reported that, in response to not being able to obtain a blood glucose reading due to the alleged error message, she decided to stop taking her januvia until she was able to test her blood glucose using a different meter. The patient reported that at 8am on (B)(6) 2019, she began to develop the symptom of ¿cloudy vision¿. She reported that at this point she tested her blood glucose on another, unspecified meter, and the result obtained was ¿48 mg/dl¿. The patient reported that at around 9am, in response to this reading and in response to the alleged symptoms she was experiencing, she ¿ate candy, drank cola and took some rest¿. The patient claimed that at 11am she tested her blood glucose, again on another, unspecified meter and the result obtained was ¿120 mg/dl¿. The patient reported that at this point she was feeling ¿much better¿. During troubleshooting, the csr verified that this was not the first time the patient had used the subject meter, the patient¿s testing process was correct and the test strips had been stored correctly and had not expired. The csr was unable to walk the patient through a retest as the patient did not have her testing supplies with her at the time they made the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after not being able to obtain a blood glucose reading on the subject meter due to an alleged error 4 message.